Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the first week of ilet pump therapy experienced multiple episodes of elevated blood glucose while the pump was adapting, and was advised to use ¿usual for me¿ meal announcements to support algorithm learning and to continue monitoring. Symptoms included hyperglycemia. Outcomes included no alerts or alarms and no hospitalization. Investigation included troubleshooting and education provided by support, with no device return. Investigation of this case revealed no device malfunction identified and the cause of hyperglycemia remained unclear during early adaptation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.